Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no grossly obvious essure coil seen on left side.') And pelvic abscess ('pelvic abscess at site of hysterectomy') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic pain and vaginal bleeding. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (pelvic exam under anesthesia laparoscopic and vaginal evacuation and debridement of pelvic hematoma and essure removal ith hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation and pelvic abscess outcome was unknown. The reporter considered device dislocation and pelvic abscess to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation, pelvic abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed yes') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no grossly obvious essure coil seen on left side.') And pelvic abscess ('pelvic abscess at site of hysterectomy') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included pelvic pain and vaginal bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (pelvic exam under anesthesia laparoscopic and vaginal evacuation and debridement of pelvic hematoma and essure removal ith hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic abscess outcome was unknown. The reporter considered device dislocation and pelvic abscess to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation, pelvic abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: medical record received. Event medical device removal was updated to device dislocation. Reporters information, essure removal date and medical history was added. New event added- pelvic abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.